Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and damage. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and screen was difficult to read. The customer was advised to calls back please offer troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Device was tested and able to read screen noted. (B)(4).